Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having gum recession over time since they started byte in 2022. The patient provided bite with posterior open bite concerns that are present. The patient was advised to have a resting period to be initiated alternating aligners for the next 14 days in the most comfortable set.